Event description:
Reported by the patient as "a band slippage confirmed by a barium swallow." Follow up with the patient reveals: "I have reflux, a hiatal hernia and band slippage with pouch enlargement." Follow up with the doctor reveals: "confirmation of a hiatal hernia, pouch dilatation (band slippage) with surgery pending."

Manufacturer narrative:
Taper type ii. Medwatch sent to FDA on: 17/jul/08. The product associated with this report will not be returned as the device was not explanted. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Band slippage, reflux, hernia, and esophageal dilatation are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of esophageal dilatation as follows: esophageal distension or dilatation has been reported infrequently. This is most likely a consequence of incorrect band placement, over-restriction, stoma obstruction, and can also be, due to excessive vomiting, or patient non-compliance, and may be more likely in cases of pre-existing esophageal dysmotility. Deflation of the band is recommended if esophageal dilatation develops. A revision procedure may be necessary to re-position or remove the band if deflation does not resolve the dilation. Device labeling addresses the reported events of band slippage and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."